Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
Should have read: " device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings:." The product was investigated on (B)(4) 2012.

Event description:
The patient said that the up arrow button is not activating desired pump functions when pressed. He states it takes several attempts to activate desired pump functions. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas evaluation. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.